Manufacturer narrative:
Revision occurred after 2 weeks for a dislocation with an unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 2 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred for a dislocation of unknown cause. The patient was not aware he had dislocated, it was discovered during a follow-up x-ray. 40 mm + 3 humeral stability cup explanted and replaced with a 40 mm + 6 humeral stability cup.